Manufacturer narrative:
For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the 2 reported events, the adjustable pressure limiting valve and manual circuit tube were replaced to resolve the reported event. For 1 of the reported events, the adjustable pressure limit valve was replaced to resolve the reported event. Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced broken adjustable pressure limit valve preventing the use of manual ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve patients.